Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been hospitalized for approximately one week with respiratory issues. The patient was intubated and administered medication, including an anticoagulant. The patient experienced low flow alarms for over 24 hours. The nurse noted that when the speed has been increased the patient has hemolysed. The patient's mean arterial pressure (map) was 62, central venous pressure (cvp) was 12, and his international normalized ratio (inr) was 1.9. The manufacturer discussed with the vad coordinator factors that affect low flow-low volume, high blood pressure, etc. The vad coordinator was going to discuss with physician giving the patient more volume, increasing the inr range, continuing to keep the map within the manufacturer's "instructions for use" and obtain an echo to evaluate the right and left side of the heart. Additional information was provided by the vad coordinator stating that support was withdrawn from the patient a few days later.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.